Manufacturer narrative:
Review of procedure ID# (B)(4) still imaging frame 31 and video does not show bubbles on the posterior of the cornea which indicates no apparent sign of the arcuate breaking through the posterior of the cornea. System functioned as designed. One suture was placed and patient is doing well post op. No further clinical follow-up required.

Event description:
On 03/22/2026, doctor ((B)(6)) reported to cas that during procedure ID #(B)(4), he experienced a leaking full thickness arcuate.